Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("proved allergy to nickel") in a (B)(6) female patient who had essure (batch no. D31444) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised, abdominal pain ("abdominal pain with feeling of ballooning") and abdominal distension ("abdominal pain with feeling of ballooning"). The patient was treated with surgery (salpingectomy with uterine horn ablation for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Amendment: the report was amended on 29-jan-2019 for the following reason: essure batch number was updated from 31444 to d31444. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("proved allergy to nickel") in a 48-year-old female patient who had essure (batch no. D31444) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised, abdominal pain ("abdominal pain with feeling of ballooning") and abdominal distension ("abdominal pain with feeling of ballooning"). The patient was treated with surgery (salpingectomy with uterine horn ablation for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and allergy to metals with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Amendment: the report was amended on (B)(6) 2019 for the following reason: essure batch number was updated from 31444 to d31444. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("proved allergy to nickel"), abdominal pain ("abdominal pain with feeling of ballooning") and abdominal distension ("abdominal pain with feeling of ballooning") in a 46-year-old female patient who had essure (batch no. D31444) inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised and abdominal pain (seriousness criteria medically significant and intervention required) and experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy with uterine horn ablation for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Most recent follow-up information incorporated above includes: on 15-feb-2019: reporter considered all events as the primary reason for removal and all of them related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("proved allergy to nickel"), abdominal pain ("abdominal pain") and abdominal distension ("feeling of ballooning") in a 46-year-old female patient who had essure (batch no. D31444) inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised, abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy with uterine horn ablation for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and allergy to metals to be related to essure. The reporter commented: reporter considered all events as the primary reason for removal and all of them related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.